Event description:
Boston scientific received information that this patient developed an infection at the xyphoid incision site. The incision site was drained and the patient was given oral antibiotics. No additional adverse patient effects were reported.

Event description:
Additional information was received when the product was returned to boston scientific. The field representative who was present at the prior procedure was contacted to inquire why the system was removed. She was not aware, but stated she would try and follow-up with the research coordinator at the clinic. She wasn't sure if she would get any further information, but will attempt. The reason for the system explant is not known to this date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should furhter information be provided.